Manufacturer narrative:
The complaint of the secondary port on the 146870438 could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number. Corrected data: initial reporter address 1 - (B)(6).

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event occurred on an unknown date. The event involved a primary plumset that the customer reported leaking an unspecified chemotherapy at the chemolock and primary plumset secondary port site. The customer reported evidence that the silicone seal on the clave connection is remaining stuck-down when the chemolock is removed. There was no reports of cracking of the clave secondary port. No further details are available. This is to capture the first of three devices.